Event description:
Reporter states, the hospital complained that the cement was setting prematurely.

Manufacturer narrative:
Evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the envrironmental conditions of the or may have affected the set-up time of the cement.